Manufacturer narrative:
The self expanding stent system (sess) was returned and analyzed. The reported deployment difficulty was unable to be confirmed as the stent was already deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar complaints indicating this event. The investigation was unable to determine a cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous lesion in the superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system (sess) was advanced to the lesion without issue. Difficulty was met during deployment of the stent, the thumbslide was moved back and forth repeatedly and the stent ultimately deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.